Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional transcatheter aortic valve replacement (tavr) procedure with an 8f sheath. Reportedly, the knot did not fix on the artery, remaining loose and making it impossible to complete the closure process. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The unintended system motion could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It appears the device likely experienced a mal position of the device as the returned device indicated a successful deployment. It is possible the device was sub optimal or in friable vessel which allowed the knot to come to the surface; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.